Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wl facility as part of a 50 pc. Lot in december of 2023 from lot 06c2359381 (06c2359381040). The investigation determined that the manufacturing processes adhered to approved specifications, utilizing the correct materials and components. A thorough visual and functional inspection was conducted, revealing that the jaws had detached from the outer tube. This detachment occurred due to the outer tube being bent, which led to the rivet becoming dislodged. As a result, the jaws completely fell out of the outer tube, rendering the device nonfunctional. While the exact cause of the detachment and rivet dislodgement could not be conclusively identified, excessive force during use at the end user's facility is suspected. Notably, all 50 instruments from this lot underwent 100% visual inspection and functional testing prior to shipment, in accordance with standard operating procedures for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed. "Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the jaws were found broken before use in the hospital supply room - the jaw pin was detached, and the part to load a clip and the shaft were separated. Therefore, another applier was used instead". No patient involvement.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the jaws were found broken before use in the hospital supply room - the jaw pin was detached, and the part to load a clip and the shaft were separated. Therefore, another applier was used instead". No patient involvement.